Manufacturer narrative:
The insulin pump was received with no back light due to severe corrosion on all electronic assemblies, alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor and corrosion was found on the motor home switch noted. No unexpected audio or beep anomalies, watchdog alarms or anomalies, a39 alarms, constant tone anomalies or blank display anomalies noted during our testing. The insulin pump passed off no power test, a21 error test, displacement test and rewind test. The operating currents are within specifications. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went to blank display immediately after being exposed to moisture. The customer reported that they received a motor communication error alarm before the insulin pump went to blank display. The customer's blood glucose was 184 mg/dl at the time of incident. The customer stated that there was a constant tone occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.